Manufacturer narrative:
No autopsy was performed and the official cause of death was not provided. The products were not explanted and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for a cardiac resynchronization therapy pacemaker (crt-p), the right atrial (ra) lead and right ventricular (rv) lead were placed successfully. The left ventricular (lv) lead was attempted to be placed in the lateral vein but did not advance far enough and the physician requested an inner catheter to provide more support. However, it was then observed that the patient had become non-responsive with a low blood pressure. The patient then became tachycardic and a response team was called. The lv lead placement was abandoned and the lv port was plugged. The device was attached to the ra and rv leads and the pocket closed. The patient¿s status had not improved and the device was programmed to ddd 80. The patient suddenly moved from atrial tachycardia to an apvp rhythm. The underlying rhythm was found to be a junctional rhythm; the team suspected asystole with pulseless apvp activity. The pacemaker was reprogrammed to subthreshold outputs at 30 bpm and the patient passed away shortly thereafter. There were no allegations that the device malfunctioned or caused the event.